Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv tubing separated. The following information was provided by the initial reporter: material no: 2426-0007, batch no: 20035120. It was reported that the fixed white end of the tubing's y-site had come off. I met recently with oncology concerning the continued problems they are having with ¿splashing or leaking¿ when using the maxzero connectors. This continues to be an issue for oncology, with no viable solution at this time. We are trialing a different manufacturer for curos cap to see if that will help. What came up during our meeting was some issues they have had with the alaris tubing. They were able to give me information on two specific incidents, two different issues, where the tubing failed. (B)(6) event date, room 5004, no apparent injury (no injury of any type is noted). The phlebotomist entered pt room for peripheral blood draw and noticed blood on the pt's bed. Nurse was called into the room and the fixed white end of the tubing's y-site had come completely off and blood was backing out of IV and onto the bed. Upon further investigation, the fixed white piece was off and the blue piece inside the y-site was no longer there. The pt had been asleep during this occurrence.

Manufacturer narrative:
It was reported that the fixed white end of the tubing's y-site had come off. Received from the customer is one new unopened primary set model 2426-0007 lot 20035120. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No breaks or anomalies were observed with the received set during visual inspection. For functional testing a lab maxzero was connected and then disconnected from each smartsite port on the set. After multiple connections and disconnections were performed, no breaks were observed or replicated at each smartsite port. A device history record for model 2426-0007 with lot number 20035120 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 02mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the customer¿s report could not be identified because no breaks at the smartsite was observed or replicated with the received set. The customer¿s report that the fixed white end of the tubing's y-site had come off was not confirmed. Visual inspection as received observed no breaks at the smartsite. Functional testing of connecting and disconnecting a lab maxzero connector to each smartsite port multiple times did not replicate any breaks.

Event description:
It was reported that as lvp 20d 3ss cv tubing separated. The following information was provided by the initial reporter: material no: 2426-0007 batch no: 20035120. It was reported that the fixed white end of the tubing's y-site had come off. I met recently with oncology concerning the continued problems they are having with ¿splashing or leaking¿ when using the maxzero connectors. This continues to be an issue for oncology, with no viable solution at this time. We are trialing a different manufacturer for curos cap to see if that will help. What came up during our meeting was some issues they have had with the alaris tubing. They were able to give me information on two specific incidents, two different issues, where the tubing failed. 5/19 event date, room 5004, no apparent injury (no injury of any type is noted). The phlebotomist entered pt room for peripheral blood draw and noticed blood on the pt's bed. Nurse was called into the room and the fixed white end of the tubing's y-site had come completely off and blood was backing out of IV and onto the bed. Upon further investigation, the fixed white piece was off and the blue piece inside the y-site was no longer there. The pt had been asleep during this occurrence.